Manufacturer narrative:
E1: patient country: saudi arabia name: (B)(6) country: united states of america (B)(6) based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose event of 358 mg/dl for one to two hours which was treated by insulin pump and there was infusion flow block alarm due to infusion set cannula was bent on (B)(6) 2026.